Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was 70% stenosed, moderately tortuous and mildly calcified. The balloon ruptured during third inflation at 20 atmospheres for 30 seconds.

Manufacturer narrative:
Mustang 7.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure of 20 atmospheres for 30 seconds without issue. A vacuum was then applied. The inflation device was verified at 20 atmospheres, before and after use. This inflation to rate of burst pressure of 20 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per mustang specification the rated burst pressure for this device is 20 atmospheres. No issues were noted with the tip section of the device. A visual examination found no damage or issues with the markerbands of the device. A visual and tactile examination found the shaft to have stretching damage at more than one location. This type of damage is consistent with excessive tensile force being applied to the device.

Manufacturer narrative:
B5 describe event or problem: updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was 70% stenosed, moderately tortuous and mildly calcified. The balloon ruptured during third inflation at 20 atmospheres for 30 seconds.